Event description:
Event description guidant received information that this device could not be interrogated prior to the implant. The programmer was the model 3120. The same programmer was able to interrogate a different device without a problem. Another device was implanted and this one has been returned for analysis.